Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (therapy pad placement faults; service code 102) have been confirmed. Upon eval, the computer analog board was found to have several defective components. Capacitors c913, c914, c909 and c777 needed to be replaced. They are responsible for removing any noise or unwanted ac riding on the dc signal on the ECG ref line. The cause for the defective components cannot be positively determined. No adverse event resulted from the defective capacitors. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving check therapy pad messages and cannot troubleshoot the issue. The pt was issued a replacement monitor.